Event description:
The customer reported that the device would not reopen while applied to tissue. The surgeon had sealed the tissue and extended the blade to cut, but then the device could not be removed from the tissue. The surgeon resected the tissue directly adjacent to the device jaws in order to remove the device from the tissue. There was no injury to the patient.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.